Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device check, an episode of inappropriate auto-mode switch due to noise was observed. Patient was asymptomatic. The noise was not reproducible through isometrics. The patient will continue to be monitored normally.